Event description:
Per dealer, client tipped over in his chair in 2007. He believes he may have hit a speed bump and fell forward. Patient is around 460 lbs. The following day, dealer called and stated client was driving the chair, stopped suddenly, and tipped the entire chair forward. Client was not wearing a seat belt. He received "road rash". The center of gravity of the chair is too far forward according to the dealer and the seat needs to be moved back.

Manufacturer narrative:
Teftec anticipates return of suspect device for investigation.